Event description:
On (B) (6) 2010, the patient was treated for abdominal aortic and common iliac artery (cia) aneurysms with gore excluder aaa endoprostheses. The trunk was placed without incident and cannulated, but the 16fr (B) (4) sheath and contralateral leg could not be advanced into the gate. The contralateral leg then caught on the sheath and partially deployed while trying to retract it, preventing complete withdrawal of the sheath and device. The physician decided to fully deploy the stent-graft, covering the internal iliac artery. The two devices were bridged with another contralateral leg, and the procedure ended without further complication. The patient is stable, and the physician does not plan any further intervention